Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. Visual inspection: the catheter shaft was kinked/bent. The catheter tip was intact. The catheter hub was intact. Functional inspection: the catheter could not be flushed initially then a patency mandrel was advanced through the microcatheter, the mandrel could not be advanced completely. The catheter was cut from proximal of the hub, there was ptfe lining removed from the catheter. The catheter was flushed afterwards without issue. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that no friction was felt while advancing the guidewire into the microcatheter prior to the insertion of coil. The damage noted to the device would be indicative of the as reported defect. It was seen that the catheter shaft was kinked which would account for the difficulty advancing the coil. The ptfe lining most likely got damaged when trying to advance the coil when the friction was felt. The catheter most likely kinked/bent during the procedure due to some procedural/anatomical factors encountered during use leading to the reported and analyzed defects. Based on the investigation results and available information, an assignable cause of procedural factors will be assigned to the as reported catheter, difficulty advancing coil as well as the as analyzed catheter shaft kinked/bent, catheter shaft blocked occluded and catheter ptfe inner lining peeling.

Event description:
Analysis of the returned device found that the catheter polytetrafluoroethylene (ptfe) inner lining was peeling. There were no clinical consequences to the patient reported due to this event.